Manufacturer narrative:
Attempts to obtain additional information and explanted device have been unsuccessful. Without receipt of the explanted device or additional information, the reported explanted cannot be investigated and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 27mm mitral valve was explanted after an implant duration of approximately 4 months in a (B)(6) year-old female patient. The reason for explant is unknown. The explanted device was replaced with a same model 29mm device . There were no reported complications.